Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report # 1627487-2011-00205 and 1627487-2011-00206. The pt was implanted with an ipg on (B)(6) 2007. She later received two percutaneous leads. One lead was placed on (B)(6) 2008 as part of a trial procedure and the other was implanted on (B)(6) 2008. It was reported that the pt was not receiving adequate therapy relief. Diagnostic tests on the pt's left lead revealed high impedance readings for two electrodes. The impedance readings for the right lead were within specifications, but the pt alleged that she experienced overstimulation when the device was in use. Surgical intervention was undertaken on (B)(6) 2011 to replace one of the pt's leads and her ipg.